Event description:
The technical partner removed a test strip from the vial and noted that the confirmation dot was pale blue. The color appears to be uniform. The other two strips in the vial the confirmation dots were unchanged. Quality control (qc) test previously performed and passed.